Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non- malignant pain. The pt noted a decrease in pain relief. The hcp determined that the pump had stopped. The hcp stated the pt works around an industrial magnetic area. The pt underwent explantation of the pump in 2000. The device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same date.